Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous and mildly calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient status was good.